Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The complete initial reporter's facility name (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specification during evaluation. During repair stage, they have not found any problem, and the machine pass the calibration. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pump fault from the hospital engineer. No water circulating which found while testing the system in workshop. It was not clear if the arctic sun device was in use when this was first fault was first noticed or if it was discovered during preparation for use on a patient. Per follow up information received via mail on 22apr2025, on awaiting customer status regarding device. The issue was not yet resolved. Waiting for customer reply for patient involvement. Per sample evaluation results on wo chatter review received via task on 12jun2025, it was reported that the pressure was not stable during sanitization stage but during repair stage, they have not found any problem, and the machine pass the calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pump fault from the hospital engineer. No water circulating which found while testing the system in workshop. It was not clear if the arctic sun device was in use when this was first fault was first noticed or if it was discovered during preparation for use on a patient. Per follow up information received via mail on 22apr2025, on awaiting customer status regarding device. The issue was not yet resolved. Waiting for customer reply for patient involvement. Per sample evaluation results on wo chatter review received via task on 12jun2025, it was reported that the pressure was not stable during sanitization stage but during repair stage, they have not found any problem, and the machine pass the calibration.